Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the patient had high blood glucose. Customer treated the patient with injection though pen. Patient blood glucose was 522 mg/dl. Customer stated that she used the capture event feature and wanted to know if the event was recorded. Advised the customer the insulin entered will show in care link but will not be factored as active insulin. Advised customer the insulin pump would only calculate active insulin if a bolus is delivered. Customer declined to do troubleshooting due to she felt it was not the insulin pump. Customer stated did a set change and patient had concussion and was unsure if that caused the high blood glucose. No further information provided.